Manufacturer narrative:
The customer reported that the medication methylprednisolone was not on the worklist on (B)(6) 2015 resulting in a missed administration. A patient death subsequently occurred that was stated to be unrelated to the product but was due to the patient condition. However the customer alleged that this issue could potentially lead to harm in the future. The methylprednisolone had previously appeared on the worklist because it was a scheduled medication. The nurse was alerted to an overdue medication as they are displayed on the first line of the worklist. The overdue medication was not displayed on the worklist because the changes in the medication order had not yet been saved. If the nurse had checked both the mar and worklist s/he would have seen the order. There is a red warning at the top of the worklist that states "since the worklist contains only pending interventions, relying exclusively on the worklist may lead to errors in treatment. Clinicians should also check the administration records to make sure that completed interventions do not affect pending interventions¿. (Intellivue clinical information portfolio, release f.0)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
An order was not displayed in worklist and nurse missed planned order administration to patient. Patient death occurred due to patient pathology and not related to the system malfunction.